Event description:
At the activation appointment the serial number could not be read through the rondo 3 audio processor. The surgeon indicated that the user reported hitting her head on the implant side causing the incision to bleed. It is unknown what she hit her head on. No intraoperative testing was done.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: the device investigation revealed a defective welding joint between feed-through pin and the implant coil. Other mechanical damages found during investigation are very likely related to the removal surgery. The investigation results appear to match the problems mentioned in the user report. This is a final report.

Event description:
At the activation appointment the serial number could not be read through the rondo 3 audio processor. The surgeon indicated that the user reported hitting her head on the implant side causing the incision to bleed. It is unknown what she hit her head on. No intraoperative testing was done. The user has been reimplanted.